Event description:
The physician reported a connection issue during the implant attempt of the subject device.

Event description:
The physician reported a connection issue during the implant attempt of the subject device.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
In previous follow-up MDR, was erroneous or missing: it should have been (B)(4) 2014.

Event description:
The physician reported a connection issue during the implant attempt of the subject device.

Manufacturer narrative:
Preliminary analysis showed device operation was within specifications.

Event description:
The physician reported a connection issue during the implant attempt of the subject device.

Manufacturer narrative:
(B)(4).